Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the device was received for evaluation. Visual inspection was performed and a small hole was observed in the tubing near the blue shroud connector. Leak, clear passage, and clamp function testing were performed, and a leak from the hole in the tubing was observed. The reported condition was verified. The cause of the of the hole in the tubing was determined to be a manufacturing related issue that occurred during the assembly process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the tubing of the extension set. This was identified during prime of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.